Manufacturer narrative:
(B)(4). Currently it is unknown whether the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was trying to put the belt clip back on the pump and it wasn't locking in place. The patient¿s blood glucose level was around 200 mg/dl at the time of the incident. Reportedly, reservoir compartment was damaged so that tit was not locking in place. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. High blood glucose troubleshooting was declined. The device is expected to be returned for analysis.

Manufacturer narrative:
Pump received with corroded battery tube, broken battery tube thread, broken belt clip slot, reservoir tube lip completely broken off, missing reservoir tube lip o-ring, cracked reservoir tube, cracked reservoir tube window, cracked case reservoir tube window corners, stained end cap sticker and minor scratches on display window noted. Unable to perform displacement test due to reservoir lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off.